Event description:
It was reported that the nurse was unable to deflate the balloon when tried to remove the foley catheter from the patient. And stated that they had to call ambulance to take the patient to hospital for withdrawal. Per additional information received via follow up on 20sep2021, stated that the home health nurse could not remove the foley catheter because the balloon could not be deflated. The patient was advised to go to the emergency room and the nurse in the ER could not get the catheter out either and called the doctor in. The complainant stated that the doctor thought they might need to do surgery because they could not get the balloon to deflate, but the doctor pulled on the catheter hard, and it did come out. The doctor found that the balloon was already deflated because there was a hole in it. The doctor took the catheter to the sink, inflated the balloon with saline and confirmed that the balloon had a hole in it. Per customer via phone on 14jan2022, the foley could not be removed by the home health nurse and the nurse advised them to take the patient to the emergency department. In the emergency department, it was discovered the foley balloon had a hole in it. It was also stated that the patient had multiple sclerosis for 27 years and had been going downhill for the last couple of years. The patient went to long term care and developed coronavirus disease. It was also stated that the foley would plug up from debris. They gave the patient a medication to help with the debris. The customer also stated that the patient died two weeks prior. Per clinical follow up via return call on 01mar2022, the customer clarified that the inflation port was getting plugged with what seemed to be debris because the nurse couldn't deflate the balloon to remove the catheter. The nurse put saline into the port to see if it would help clear the debris, but it did not help. The customer further stated that the patient was in the hospital with pneumonia in october and then later developed covid and passed away. The cause of death listed on the death certificate was covid-19. The death was not related to the device.

Manufacturer narrative:
The reported event was confirmed cause unknown. One sample was confirmed to exhibit the reported failure. The product was used for treatment. The product had caused the reported failure. Visual evaluation of the video sample noted one opened (without original packaging), silicone foley catheter. Visual inspection of the video noted water leaked from the balloon of the catheter as the user attempted to inflate it. A potential root cause for this failure could be imperfection in balloon due to process. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile: unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheter to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was unable to deflate the balloon when tried to remove the foley catheter from the patient. And stated that they had to call ambulance to take the patient to hospital for withdrawal. Per additional information received via follow up on (B)(6) 2021, stated that the home health nurse could not remove the foley catheter because the balloon could not be deflated. The patient was advised to go to the emergency room and the nurse in the ER could not get the catheter out either and called the doctor in. The complainant stated that the doctor thought they might need to do surgery because they could not get the balloon to deflate, but the doctor pulled on the catheter hard, and it did come out. The doctor found that the balloon was already deflated because there was a hole in it. The doctor took the catheter to the sink, inflated the balloon with saline and confirmed that the balloon had a hole in it.